Event description:
It was reported to philips that system was down, oil was leaking from x-ray tube stand. The procedure was rescheduled. The device in was clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular diagnosis procedure was performed by the customer when the issue occurred and the procedure was rescheduled . The philips field service engineer (fse) inspected the system on site and confirmed that the system was down, oil was leaking from x-ray tube stand. Upon troubleshooting fse found oil leak at the connection of the x-ray hose. To resolve the issue, fse replaced the x-ray tube, performed tube conditioning, adaptation and yield calibration ,adjust the geometry . The defective tube was returned to philips for analysis and found the colling hose was faulty as the tube failed with an oil leak at crimping of the cooling hose. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.